Event description:
Meije duo / trinity revision of all components after 3 weeks due to dislocation and fracture. Please note: the reported meije duo stem is not cleared for sale or distribution in the USA and this event occured outside of the USA.

Manufacturer narrative:
Per 4851 - initial report. Additional information, including operative notes, x-rays, part number and lot of the insert and if patient experienced any trauma, have been requested in order to progress with the investigation of this event. The appropriate device details were provided and the relevant device manufacturing records will be identified and reviewed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Manufacturer narrative:
(B)(4) - final report. Additional information, including operative notes, x-rays, patient information was provided in order to progress with the investigation of this event. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. All finished parts associated with these records conformed to material and dimensional specifications at the time of manufacture. The dislocation of the head and the peri-prosthetic fracture were the consequence of the stem depression, knowing that the patient did not experience any trauma prior to this event. The stem depression could be due to poor preparation of the femoral shaft (non-optimal rasping), obesity of the patient and/or accumulation of the surgeries. Consequently, there is no link between this event and the corin implants. And the root cause is considered as external. Based on this, this case is now considered closed. Please note: this report is filed with the FDA due to an adverse event experienced with a device that is similar to those placed on the market in the USA, however, this event occured outside of the USA. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Meije duo / trinity revision of all components after 3 weeks due to dislocation and fracture. Please note: the reported meije duo stem is not cleared for sale or distribution in the USA and this event occured outside of the USA.